Event description:
Medrad service rep provided the following background and details regarding this event: the hosp upgraded its MRI suite from a 1.5t to a 3.0t magnet a few years ago. Medrad was not involved in the layout of this new MRI suite or the relocation/placement of the medrad equipment (the spectris mr injection system was previously installed in the 1.5t scanner and was re-installed in the new 3.0t scanner). The layout of the new room was unusual in that there was furniture in the suite for family members to sit and wait. The head control unit (hcu) of the injector was placed behind the magnet. The hosp placed a service call on this injector. The field service rep went to the site for the service call. When service removed the hcu and the drive cable, he had to walk in front of the furniture. Unbeknownst to the service rep, the magnet was a 3.0t; when he walked in front of the furniture, because it was a 3.0t, he was too close to the magnetic field. The hcu and the drive cable weigh approx 50lbs and they were instantaneously drawn into the bore of the magnet. The service rep sustained injuries to his wrist, ankle, and shoulder. The service rep is scheduled to have surgery on his shoulder due to the injuries that he sustained. No pts or other personnel were injured during this event.

Manufacturer narrative:
Review of the spectris mr injection system operation manual (92901-t-107 rev h) warning and caution section, page 1-1, states that the device is not to be used with a magnetic resonance imaging scanner with a magnetic field strength greater than 1.5 tesla. Our conclusion is that this event occurred because the hosp disregarded the warning in the operation manual and improperly installed the spectris injector in a 3.0t environment.